Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. This event may be caused by factors such as the accumulation of electrical stress due to repeated power cycling, moisture or water invasion inside the scope, a damaged imaging unit, or a polluted lens. However, the event could not be reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited noisy image. The event occurred during colonoscopy diagnostic procedure while the patient was under sedation and device was inside patient. The procedure was completed with the same device. There were no reports of patient harm.